Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 pocket a5 had failed hardware and required maintenance. A field service engineer (fse) checked the event view, verified the drawer, powered down the station, inspected the bus cable, removed rear cover, inspected and reseated connections to resolve the issue and ran diagnostics. The customer also tested the functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 pocket a5 failed. The user attempted a recovery, but the machine generated an error message indicating that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.